Manufacturer narrative:
(B)(4). The device is expected to return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the clip did not deploy. The starclose se device became stuck and had to be "pulled out" of the arteriotomy. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but the device was not returned. The device was not returned for analysis, which would have aided in determination of the root cause. Sterile devices from the same lot number were returned for evaluation. Testing was performed on five sterile devices with no malfunctions observed. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.